Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 26-may-2024, it was reported that the patient faced that there was blockage which was located in the tubing. The patient changed supplies as necessary and resumed insulin therapy. No further information available.